Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the customer had a physical damaged on insulin pump. The customer's blood glucose level was 320 mg/dl. The customer treated herself with extra bolus and took a pill macformen 1000 mg. The customer stated that their is stripped at top of the battery compartment. The customer also stated that she could not removed the battery cap. The customer was advised to monitor if they continue the use of insulin pump. The customer was advised to discontinue the use of the insulin pump if the battery is low. The customer was advised that the insulin pump need to be replaced. No further information was reported.